Event description:
It was reported that the patient underwent surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04234. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary leakage and vaginal prolapse. The patient underwent mesh revision/removal on (B)(6) 2006.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urine retention and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced urinary incontinence, urine retention and urinary tract infection.